Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge dropped from 80% to 50%. The customer's blood glucose was 129 (mg/dl). Reportedly, after connecting the pump to a different power source, the battery gauge displayed 100% and the alert did not recur.